Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The light guide lens was broken. The charge-coupled device lens was broken. There was no image due to a damaged of charge-coupled device unit. Liquid leaked due to a crumpled part of the distal end. The angulation in the up direction and the gap of the up/down knob was out of standards due to a worn angle-wire. There was a crumple at the connecting tube. There was corrosion at the control part, electrical connector, scope connector, and scope identification due to leakage. The adhesive part of the bending section was broken. Insulation resistance was out of standards due to the plastic distal end cover. Switch one (1) and the scope cover was deformed. Liquid leaked due to damage of the air/water cylinder and elevator channel plug. The up/down knob was not fixed well due to deformation of the forceps elevator lever. There was crease at the scope connector at the universal cord. The objective lens was detached. The image was darkened or colored. There was a crease at the connecting tube. The plate on the scope cover was detached. The boot of the connector was cracked. The ring of scope cover was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the light guide lens on the evis lucera duodenovideoscope was cracked. The issue was found during preparation for use for a diagnostic procedure. The intended procedure was completed with a similar scope. No reported patient harm. During the evaluation of the device, it was noted the inside of the light guide lens was dirty, the distal end had a crack, the distal end (forceps elevator) had foreign material in the groove or gap, and the adhesive on the bending section cover had foreign material. This report is to capture the reportable malfunctions of inside of the light guide lens was dirty, the distal end had a crack, the distal end (forceps elevator) had foreign material in the groove or gap, and the adhesive on the bending section cover had foreign material noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the crack and gap in the plastic cover was due to physical stress from hitting and or dropping. It is likely the foreign material on the forceps elevator is due to insufficient cleaning. It is likely the dirt inside the light guide lens is due to physical stressing causing a gap which resulted in dirt, moisture, and corrosion. The following information is stated in the instructions for use (IFU): ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.